Manufacturer narrative:
Device evaluation: the customer reported issue of "damaged battery compartment" was confirmed. Further investigation found upstream occlusion (uso) sensor seal had an indentation near the center of the seal. Replaced battery compartment and uso sensor seal. The device passed all functional testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿damaged battery compartment¿; during device evaluation it was found the upstream occlusion (uso) sensor seal had an indentation near the center of the seal. Status of the product at the time of event was during testing. There was no patient involvement.